Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that, per the intended use section of the mitraclip system (IFU) which states that, establishment of final arm angle needs to be performed post lock line removal. Lastly, the IFU which states that, if clip placement and/or mitral regurgitation (mr) reduction is not satisfactory after deployment delivery catheter shaft detachment do not proceed to deployment, gripper line removal. Intervention may be required to remove the clip. All available information was investigated, the reported mechanical issue of clip opening while locked appears to be a cascading effect of the reported failure to follow instructions (did not establish final arm angle after lock line removal).the reported improper or incorrect procedure or method appears to be due to the user deviating from the steps outlined in the IFU as it was reported that the physician did not perform the final arm angle test after the lock line removal and the gripper line was removed before clip deployment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while locked. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The first clip was deployed; however, after deployment, the clip partially opened and the mr was greater than it was before the clip opened. It was noted that during the procedure, the gripper line was removed prior to clip deployment. Final arm angle (faa) was not establishing after the lock line was removed. Due to the first clip opening, an additional clip was deployed. Two clips were implanted on the mitral valve, reducing mr to 2+. No additional information was provided.